Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 33-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 275cc mentor memorygel breast implant prosthesis. Post-operatively, the patient noted abnormalities associated with the left breast. Upon consulting with a medical professional and undergoing magnetic resonance imaging, she was diagnosed with a ruptured left breast implant. As a result, the patient is scheduled for removal on (B)(6) 2023. The date of event was not provided to mentor. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On may 17, 2023, the mentor analysis lab received the suspect medical device for evaluation. On may 24, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received incomplete. In addition, shell abrasion was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 13, 2023, mentor received additional information. The patient underwent bilateral removal and replacement with 375cc (left-sided) and 325cc (right-sided) mentor memorygel breast implants on (B)(6) 2023. Additionally, it was reported that capsular contracture scar tissue was removed from both breasts. However, no baker grade ratings were provided. As a complication was reported for the contralateral device, a file was generated to document the event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-05036 for the contralateral event. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).